Event description:
It was reported that during advancement and removal of the supra core guide wire, resistance was felt. It was noted that the weld at the tip of the guide wire appeared large. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information reported that the resistance during advancement was with the support catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.